Manufacturer narrative:
The field service representative performed multiple troubleshooting procedures and replaced several parts. The mixer was determined to be the likely cause of the falsely elevated results. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated architect total bilirubin results were generated for patient samples. The following examples were provided. Sid (B)(6): initial result 287 umol/l, repeat 3.6 umol/l. Sid (B)(6): initial result 151 umol/l, repeat 2.8 umol/l. Sid (B)(6): initial result 77 umol/l, repeat 3.9 umol/l. The customer's reference range is approximately 16 or 18 umol/l. No impact to patient management was reported.